Event description:
It was reported that the patient presented in clinic for a follow up. Upon review, it was noted that the right ventricular (rv) lead was oversensing noise. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.